Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting high thresholds, no capture and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. The out of range impedance measurements were obtained with the device and the pacing system analyzer (psa). A revision procedure was performed and the lv lead was removed from service and replaced. No adverse patient effects were reported.